Event description:
During a mid cab surgical procedure, a dry lap sponge, located in the chest cavity, was ignited by a cautery pencil. Pt sustained a burn and has subsequently developed sub-q emphysema.